Event description:
It was reported that pump had display damage beneath screen surface, which prevented customer from seeing battery level, insulin units, and blood glucose readings. Customer¿s blood glucose reportedly reached 510 mg/dl due to display issue. Customer continued to use current pump and planned to rely on alternate method if necessary, and there was no indication that outside medical assistance was required. Technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, advised customer to return problematic pump within 10 days, and instructed customer to program pump settings and reconnect continuous glucose monitor on replacement device.